Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented to the clinic and was asymptomatic. It was noted that the pulse generator exhibited intermittent noise. No intervention or additional information was reported.